Event description:
It was reported that during follow-up, post-paced t-wave oversensing on the ventricular channel was observed on a stored egm. Patient was asymptomatic. Programming changes were made.

Manufacturer narrative:
(B)(4).